Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 07:10 am CT.the report number is being corrected from: 2134265-2018-64394 to: 2134265-2018-63263.

Event description:
It was reported that stent damage occurred. During preparation of a 24x3.50mm rebel stent, it was noted that the stent was damaged. No patient complications were reported as the device did not enter the patient's body. Device evaluated by MFR.: the outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous shaft kinks. There is shaft damage at the exit notch which is consistent with damage seen with the use of a guidewire. The stent is damaged 10mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that stent damage occurred. During preparation of a 24x3.50mm rebel stent, it was noted that the stent was damaged. No patient complications were reported as the device did not enter the patient's body.